Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and no audible alarm was found and confirmed; there was no audible alarm at start up. A trend has been identified and a correction action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 11/8/2017 the service tech found the unit does not alarm.